Manufacturer narrative:
Information is being requested regarding patient medical intervention. If additional information becomes available, a follow-up will be submitted.

Event description:
It was reported that during a surgical procedure at the user facility that the drill would not stop drilling when the doctor was no longer activating it. It was further reported that the event resulted in damage to the patient's lamina and vertebrae. Medical intervention was not specified. No additional adverse events were reported at this time.

Event description:
It was reported that during a surgical procedure at the user facility that the drill would not stop drilling when the doctor was no longer activating it. It was further reported that the event resulted in damage to the patient's lamina and vertebrae. Medical intervention was not specified. No additional adverse events were reported at this time.